Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument tip was not completely detached. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the synchroseal instrument broke as the surgeon was using it. The surgeon was reportedly using the instrument as recommended. As a result, the instrument was immediately removed from the surgical field, and a new one was opened. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal was analyzed and found that the instrument exhibited thermal damage with charring and localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of this damage, a portion of the active electrode was exposed that would not normally be visible. A piece of the electrode molding was also found to be missing. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to thermal damage that led to localized melting and exposure of the electrode, resulting in the observed breakage at the instrument tip.